Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A surgery was performed with the incore lapidus system on an unknown date, and it was reported that a non-union occured which was confirmed through an x-ray image. Per the reporter revision did not occur and was not planned.